Event description:
(B)(6) 2022, customer reported 2 false positive results when testing with the cue covid-19 test for home and over the counter (otc) use. This MDR is to document 1 of 2 false positive results. See case- (B)(4) for the additional false positive result. On (B)(6) 2022, individual received a positive result using the cue covid-19 test for home and over the counter (otc) use (cartridge lot 24030e and sn (B)(4) ). On (B)(6) 2022, individual performed a flowflex covid-19 antigen home test and cue covid-19 test for home and over the counter (otc) use and received two negative results. On (B)(6) 2022, individual received negative results with flowflex covid-19 antigen home test. Additionally, on (B)(6) 2022, individual received negative results when testing with the siemens clinitest rapid covid-19 antigen self-test, cue covid-19 test for home and over the counter (otc) use, and lab pcr test. On (B)(6) 2022, individual received a negative siemens clinitest rapid covid-19 antigen self-test result. Customer reports cartridges have been stored within recommended temperature range. No known exposure, symptoms included slight sinus pressure.

Manufacturer narrative:
Cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive test and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there were sixteen previous similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.